Event description:
It was reported that there was a speaker malfunction error. It is unknown if the device produced sound, and the user who created the case indicated that the request was associated with a defect device but declined to provide further details on the defect. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no sound when the speaker was in the unit. "Speaker malfunction" was displayed at the pic station, and the speaker did not work in the fixture either. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed, and the device was returned to the customer.